Manufacturer narrative:
G4: 12may2020. B4: 13may2020. A user interface (ui) assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the reported issue was confirmed. The product analysis technician reported that the unit passed resistance tests but failed calibration and response testing. The root cause was due to the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the nurse was unable to silence alarms on the ventilator. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer replaced the user interface assembly, which corrected the problem. The unit was returned to service.